Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2013 her blood glucose reached in the 360 mg/dl less than 3 hours after the pod was activated. She stated there was insulin leaking around the site and the pod was removed. She also noticed during the needle insertion process she heard the click but she did not feel the needle inserting the cannula into the infusion site.